Event description:
It was reported that ECG events were seen in the recorded brain sensing data. It was noted that this did not impact patient or patient therapy. It was noted that it only impacts the accuracy of the brain recordings being used for research. Additional information received reported that the study devices were picking up the patient¿s heart activity in the brain recordings. It was due to leakage in the lead/implantable neurostimulator (ins) portion of the system. The leakage did not impact stimulation therapy but did impact the studies ability to see brain signals.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).